Manufacturer narrative:
Two photos were received by bd for evaluation. A quality engineer was able to review the photo of a venflon I 22g from lot number unknown regarding item number 391591 with the reported issue of cannula disfunction. The investigation and simulation were carried out on two photographs without retention samples. Based on the photograph defect is confirmed. The exact root cause can only be determined if we receive the original sample h3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood from the cannula. The following information was provided by the initial reporter: "there was blood coming out from cannula due to some manufacturing defect.".

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked blood from the cannula. The following information was provided by the initial reporter: "there was blood coming out from cannula due to some manufacturing defect."

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.